Event description:
It was reported, a loss of capture was observed on the right ventricular (rv) leadless pacing (lp) device. A myocardial perforation was suspected. The rv lp was successfully retrieved and explanted. A new rv lp was implanted to resolve the event. The patient was stable.